Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with tumescent infiltration pump. The customer states that pump runs on its own.